Manufacturer narrative:
Pump had cracked case at display window corners, battery tube threads, reservoir tube lip, detached end cap, missing display window/cover, stained address/serial number label and missing end cap sticker.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer¿s blood glucose level was 102mg/dl at the time of the incident. The customer reported that the insulin pump fell apart last night. The customer was getting out the shower and dropped the insulin pump on the floor and the bottom piece came off the pump. The pump was dropped on tile floor. It was partly broken before it was dropped and the drop finished it off. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.